Event description:
It was reported by (B)(6), diabetes education from (B)(6), that the customer has been hospitalized with diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.